Event description:
The customer complained of the insulin pump alarming motor error. Troubleshooting was performed, and the insulin pump failed the displacement test. The customer stated that she already has a new insulin pump that she will be using. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.